Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date as the event date was not provided. Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. A visual inspection revealed numerous hypotube and shaft kinks to the device. Microscope inspection revealed that there was contrast present in the inflation lumen and the loosely folded balloon. At 5.3cm distal from the rapid port exchange, there was a shaft puncture to the device. Product analysis found the returned device to have numerous kinks to both the hypotube and shaft of the device as well as a puncture to the shaft.

Event description:
Reportable based on device analysis completed on 18-mar-2024. It was reported that there was no indication of device malfunction. A 2.00mm x 15mm emerge balloon catheter was selected for used. No patient complications were reported. However, returned device analysis revealed a punctured shaft.